Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. The customer¿s blood glucose level was 23.5 mmol/l. The other relevant blood glucose values were 16 mmol/l and 19.9 mmol/l. The customer¿s high blood glucose level was treated with insulin pump and by drinking water. Customer declined to troubleshooting for high blood glucose. Customer noticed air bubble gap of 2.5 inches in the tubing at the reservoir end. The location of air bubble was in the tubing near the p-cap. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.